Event description:
A report was received that stated during an injection, the needle became detached from the syringe and remained in the pt's skin. The nurse was able to remove the needle with her fingers. No needle-stick took place. There was no pt or clinician injury reported.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow up report detailing the results of the eval once it is completed.